Event description:
Customer reported the cross arm brake is very tight. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and removed metal shavings from the brake. System operates as intended.